Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went on site and evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included all functional testing without duplicating the malfunction. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.